Event description:
It was reported that a patient, (B)(6) years old, male, suffered an esophageal fistula on (B)(6) 2015 after an afib procedure that he had on (B)(6) 2015. The esophageal fistula occurred only in the pericardium which was confirmed by CT prior to surgical intervention. The patient required extended hospitalization due to the esophageal fistula. The physician¿s opinion regarding the cause of this adverse event is that this is not product problem. The physician believed too long of ablations with too much contact and too high of power on the posterior wall near right inferior pulmonary vein (ripv) could cause this injury. After reviewing visitags module, it was stated the average impedances were between 130-140. The average temperature was between 34-36 degrees. The grams of force ranged from 6 to 25 with three tags that had a force peak as high as 45-52 grams. The average time was between 6 to 30 seconds. Most of the tags were at 25 or 30 watts. The physician did not use a temperature probe in this procedure to monitor the esophagus. The patient had history of symptomatic atrial fibrillation with multiple cardioversions. No product malfunctions have been confirmed related to this patient injury.

Manufacturer narrative:
During a routine follow-up review for this esophageal fistula outcome, it was found that the usage of device field was reflecting as reuse. A clarification was requested and received which corrected this field from reuse to initial use of device. On february 29, 2016, additional information was received on the patient's current condition. It was reported that the patient is improved and doing well. (B)(4)

Manufacturer narrative:
The concomitant products: c3 system 11854; stockert: st-0783; coolflow pump 05047; smarttouch catheter d132705, lot # unknown, catheter disposed of pentaray nav catheter d128202, lot # unknown, catheter disposed of cs catheter 1085122rt, lot # unknown, catheter disposed of. (B)(4).